Event description:
On (B)(6) 2010, the pt reported, she saw insulin/condensation in the cartridge compartment of the infusion device. She removed the insulin cartridge and cleaned the cartridge compartment with a cotton swab. She did not detect any insulin leaks in the system. No physiological effects were reported. The pt did not require assistance from a health care professional or second party to address the issue. No product was requested to be returned for eval.

Manufacturer narrative:
No product will be returned for eval.